Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the keypad buttons were unresponsive. Reportedly, the pump had been exposed to moisture that day. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/09/2012 with the following findings: the keypad was found to be intact. The keypad buttons were found to be responsive. The keypad cover was removed; no contamination was found under the button key contacts. The bolus button cover and the plug was found to be detached from the pump and exposed the internal key contacts. Contamination was also found on internal components of the bolus button. The audible alarm reading was unable to be obtained due to the damaged bolus button. Moisture was also found on the keypad flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.